Event description:
It was reported that there was farfield sensing. The atrial lead was sensing the ventricle, leading to false diagnostics. Programming to the least sensitive setting did not resolve the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.